Event description:
It was reported that the patient went to the hospital two weeks before undergoing revision surgery because the device did not work properly. Examination confirmed that there was a hole in the reservoir. The physician decided to replace the reservoir. A new reservoir was implanted and the old reservoir was left in place. Following the procedure the patient was stable and his condition improved.